Manufacturer narrative:
The field service engineer (fse) discovered air in the wash pump and in the tubing to the pipettor and dispense probes. The fse replaced the wash pump-to-manifold o-ring, the precision pump upper and lower seals and o-rings, and the precision pump-to-manifold o-ring. The fse cleaned and reseated the wash valve then primed the instrument and verified no air bubbles were present in the fluidics system. The fse verified ultrasonic voltages, aspiration rate, vacuum system, and the mixer speed were within specifications. The fse completed system check and high sensitivity system check which passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. This medwatch report is related to mdrs: 2122870-2013-00454, 2122870-2013-00456.

Event description:
The customer reported erroneous troponin I (access accutni) results, for multiple patients, involving access 2 immunoassay system. The erroneous results were discovered during retesting of one of the patient samples that produced a false positive result. The customer reviewed other patient results and discovered additional erroneous results; the values did not correlate with the patients' previous results that were within the normal reference range. The customer was able to perform repeat analyses on several patient samples based on sample availability, and lower results were obtained. One patient sample was reanalyzed on an alternate methodology and a negative result was obtained. The erroneous results were released out of the laboratory. There was no report of patient injury or change to patient treatment associated with this report. The customer stated quality control (qc) was within the laboratory's established limits prior to and after the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.